Event description:
It was reported that the camera control unit displayed an error code of e116. The issue was found during preparation for use, prior to a diagnostic procedure. A similar device was used to complete the operation and there were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d9 and g2. Additional information added to field h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation of error code e116 was not confirmed. Based on the results of the investigation, the root cause of the suggested event could not be identified. Olympus will continue to monitor field performance for this device.